Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: residual rubber in the top of the plunger. 50ml syringes have residuals on the rubber in the top of the plunger, so far 15 syringes have been identified. Having to open a new syringe. Waste of product. Potential waste of medicine if the residue isn't sighted until after medication drawn up.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two samples were provided to our quality team for investigation. The products were thoroughly inspected, no residue or other contamination was observed. A device history review was performed for reported lot 2410129, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported concern. Six retained samples of the reported lot were used for additional evaluation. All product was inspected, no foreign matter or other contamination was observed within any of the devices. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Manufacturing for this product is performed in a clean room environment maintained under positive pressure to minimize the risk of foreign matter. Based on the available information, we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention and regret any inconveniences it has caused. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.